Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 29-dec-2025 against "lot number" 6006711 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal blockage. Soft cannula found kinked upon removal from infusion site, the review confirmed that lot 6006711 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6006711 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal blockage. Soft cannula found kinked upon removal from infusion site, the count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6006711 was manufactured according to the work instruction (wi) version 112 and manufactured in the line 8 on 17-apr-2024 with a total of (B)(4) units . Gluing of tubing of the lot # 4d02496 was manufactured according to the wi version 63 and manufactured in the machine sc04, on 14-apr-2024, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6006711 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 29-dec-2025 against "lot number" 6006711 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal blockage. Soft cannula found kinked upon removal from infusion site, the review confirmed that lot: 6006711 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 29-dec-2025 against "lot number" criteria equal 6006711 and similar malfunction code(s): soft cannula bent/kinked/crimped after removal blockage. Soft cannula found kinked upon removal from infusion site, the count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot: 6006711 was manufactured according to the work instruction (wi) version 112 and manufactured in the line 8 on 17-apr-2024 with a total of (B)(4) units. Gluing of tubing of the lot: 4d02496 was manufactured according to the wi version 63 and manufactured in the machine sc04, on 14-apr-2024, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested, however, the reference samples have been tested in (B)(4) on 12-aug-2025 in accordance with approved procedures: functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on return samples, 5 samples out 10 samples passed the test. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to kinked cannula leading to hyperglycemia. The insertion site was lower back. The infusion set was in use for 18 hours. The blood glucose level was 385 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of hospitalization was for 4 hours. No further information available.